Event description:
Analysis was completed on the returned devices. Analysis of the returned generator indicated there were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the returned lead indicated a break was identified on the positive and negative lead coils. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Also, the mating end show appearance indicating that a stress-induced fracture has occurred in at least one strand of the quadfilar coil. Also, a partial secondary fracture was identified in one strand of the quadfilar coil at the mating end of the break. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. Also, the main end shows appearance indicating that a stress-induced fracture has occurred in at least one strand of the quadfilar coil. However due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported through a company representative that a vns patient underwent full system replacement due to a lead discontinuity. Additional information from the area representative indicated no x-rays were taken of the patient to confirm the continuity of the system. Moreover, no patient manipulation or trauma were reported to have contributed to the reported lead discontinuity. The patient was on hold to have the system replaced based on financial issues. The explanted lead and generator were returned to the manufacturer and are currently under analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.